Manufacturer narrative:
Refer to report 1020279-2017-01009 for related device

Manufacturer narrative:
After further review, it was determined that this report was filed in error. Please disregard. If further information is obtained that changes this determination, the investigation will be re-opened. (B)(4).

Event description:
A delay of 30- 60 minutes was reported during surgery since two accord cable wires with attachment partly broke in the fibers.